Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pup was received with intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at display window corners, battery tube threads, reservoir tube lip, lcd display window and minor scratches on lcd display window.

Event description:
Customer reported that the down arrow button was unresponsive. She did not know the blood glucose reading. She reported that the humidity had been high. Nothing further was reported.